Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from an unspecified location. The unit was prefilled with nacl (sodium chloride). This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. The cause of the fluid was found to be due to an untightened blue winged luer cap. A functional leak test was performed by filling the sample with water and manually tightening the blue winged luer cap. During fill and the next day, no signs of a leak were observed from the device. The reported issue was not verified. The sample was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.